Event description:
(B)(6), an rn in the ICU, called into emergency support program line to request support with a catheter restriction alarm. She stated the pump was not working. When asked, (B)(6) stated the pump had been in standby for 15 minutes. On pressing the start key, there was a gas loss alarm that sounded. On asked if there was in blood in the helium tubing, (B)(6) confirmed yes. On guidance, (B)(6) disconnected the helium tubing, clamped it, and called the physician for removal. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. Corrected fields: d9, h6(medical device ¿ problem code (2)). No decon or visual inspection performed since product was not returned and could not be evaluated. Based on the information provided, the most probable cause is that blood entered the iab helium lumen, compromising the helium system and leading to the gas loss alarm when the pump was restarted. The customer supplied a photo for review, which showed blood within the extracorporeal tubing, confirming that blood had migrated into the balloon. However, it is impossible to determined from the available evidence how or why this occurred, so the exact cause cannot be conclusively identified. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.